Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1811. Troubleshooting was performed. Customer reported receiving pump error 130. Customer was able to clear the error and complete the rewind process. Pump passed displacement test. Due to multiple occurrences as a procedural exception agreed to replace the pump. Outcome indicated: reported issue resolved, no escalation required. No harm requiring medical intervention was reported. Mmt-1811 was requested and customer response was the device will be returned.

Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. No unexpected pump error 130 alarm noted during testing. Pump error 37 alarm was found in history file due to moisture ingress on motor assembly. Traces of moisture on the motor assembly noted. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. The pump was received with minor scratches on lcd window, cracked case (battery tube) and scratched case. In summary, customer alleged pump error 130 not confirmed. Pump error 37 conformed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.